Event description:
Additional information was received from a healthcare provider who reported that the pump was delivering morphine (30 mg/ml at 8 mg/day). The cause of the overdose symptoms was oral narcotics. The oral medications were discontinued. Per the healthcare provider, the event had nothing to do with the pump. The pump was functioning normally and was delivering the medication at the intended/programmed dose. As of september 2, 2025, the patient was using the pump with no issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from an healthcare professional (hcp), regarding a patient receiving morphine (unknown dose /concentration) via an implantable pump for non-malignant pain. It was reported the patient was admitted to the intensive care unit (ICU) with overdose symptoms. The hcp requested to have a manufacturer representative (rep) come to the facility to adjust the pump. The issue was not resolved through troubleshooting.